Event description:
The customer reported the device alarmed due to a vent inop data acquisition pcba adc reference failure. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported the device diagnostic history showed codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. Pse advised the biomedical engineer inspect for loose connections. The biomedical engineer reported internal inspection found the data acquisition pcb to motor controller pcb cable was not fully seated. The biomedical engineer reported the cable was reseated and the reported problem did not recur. Pse advised completion of full performance verification test. The customer reported there was no patient harm.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service. Cable reseated.